Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "pt data not available" message and an alarm tone was generated. The customer restarted the iabp three times, but the alarm persisted. The iabp unit was replaced and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. However, the "no pt status available" alarms were logged in the fault log. The company rep replaced the keypad controller pcb (part number 0670-00-1145) and the iabp coiled cable (part number 0012-00-1422). The company rep performed calibration and functional tests. The iabp met factory specs and was returned to the customer. Note: this event on the same iabp has been reported earlier. Refer to (B)(4) (MDR 2249723-2014-00899). (B)(4).